Event description:
Reporter alleged there was a memory discrepancy in the blood glucose monitoring device. Reporter stated the device result was hi and an emergency room device measured 118 mg/dl. Reporter indicated that within three mins, a 425 mg/dl, hi, 395 mg/dl, and 282 mg/dl results were generated however, the values did not display in the meter memory. Reporter stated no treatment was received; however, controls were used and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.